Event description:
The customer reported an unspecified related to transcutaneous pacing of a patient. We have requested additional information and are waiting for a response.

Manufacturer narrative:
The customer reported an unspecified related to transcutaneous pacing of a patient. We have requested additional information and are waiting for a response. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.